Event description:
A report was received that the patients ipg would no longer hold a charge following a non-device related surgery wherein an electrocautery was used and may have damaged the ipg. Device malfunction was suspected. The patient underwent an ipg replacement procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physicians implant manual 9055940-001).

Manufacturer narrative:
Model: sc-1110-02 (sn: (B)(4)). Device evaluation indicated that the complaint was confirmed. The device had been functioning normally prior to the recent revision where the battery depletion was normal. After the procedure, the device exhibited symptoms of u1-analog ic damage when the ipg is exposed to high-voltage transients.

Event description:
A report was received that the patients ipg would no longer hold a charge following a non-device related surgery wherein an electrocautery was used and may have damaged the ipg. Device malfunction was suspected. The patient underwent an ipg replacement procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physicians implant manual 9055940-001).